Event description:
(B)(6): customer reports via phone they will load the contrast and saline syringes into the syringe nest on the powerhead, attach the pressure tubing, purge the lines, then tilt the powerhead down in preparation for procedures. No protocols selected at this time, no further key strokes have been made by the staff. They would then turn to continue setting up the pt for procedures. When they turn to the injector to use, they find the b side ram has injected the saline, and then be in a retracted position. The reported event has never occurred when the injector is connected to a pt. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated the customer's complaint, was unable to duplicate this complaint. Fse did check the inside of the injector, finding dried contrast and dust. Fse cleaned the injector. The injector was then tested as per service checklist (B)(4). The injector passed all service tests and fse returned the injector back into the MRI room. Once back in the MRI room, an alarm 17 came on and fse troubleshot this new issue, but could not find any bad connections or bent pins on any of the cables. Fse decided to replace parts that normally cause this alarm, installing a new keypad and interface cable assembly. Fse tested the injector by completing service checklist (B)(4) per service manual (B)(4) and, finding no further alarm and all readings within tolerance, returned the unit to full service.